Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer stated that she bolused, but her glucose level still was high. The customer started to throw up and could not stop. Troubleshooting was performed. The time, date, and programming were correct. Reviewed the alarm history and found low battery and low reservoir alarms. Ran a fixed prime and the insulin did exit. Perform a self-test and high pressure test and they passed. The customer mentioned that she got bit by something and she received antibiotics for the site infection. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.